Event description:
Additional information was received from the healthcare provider (hcp). Regarding the cause of the damage near the collet, the cause was attributed to a "catheter malfunction." The outcome of the event was provided as "catheter was replaced." The patient's weight was provided as 39.7 kilograms.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, partially explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 27-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 600 mcg/day via an implantable pump for intractable spasticity. It was reported that the company representative was in a catheter revision for a patient who¿s pump segment of the model 8780 was damaged. The patient started having increased spasticity, so the hcp attempted to do a catheter access port (cap) aspiration on (B)(6) 2020 and was unable to aspirate. They scheduled a revision for today and when they saw the pump segment of the 8780, they realized the portion near the collet was damaged. They replaced the 8780 pump segment and aspirated from the catheter, not the cap, and got cerebral spinal fluid (csf). Regarding what prime volume to use, it was reviewed that it would be catheter volume only for a prime. The new medication being delivered via the pump was baclofen with concentration 2000 mcg/ml at a dose rate of 100 mcg/day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The evaluation code-method has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the managing healthcare provider's office on the day of the revision. It was specified the catheter was not able to be aspirated from the pump portion. The catheter was only able to be aspirated once the pump segment was removed. The physician discarded the replaced portion of the catheter and did not ask to have the explanted product analyzed. No further information was available at the time of the report, 2020-feb-20.